Manufacturer narrative:
(B)(4) (intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total hip procedure, the device worked fine but the patient had dehiscense of the suture. The patient was brought back to the operating room and re closed their incision.